Event description:
It was reported that the bd plastipak 10ml syringe experienced hole in the syringe and luer of syringe was damage . The following information was provided by the initial reporter: I send a report of neonatal ICU, in which a syringe with a hole and a cut in the transverse part of the tip of the medical device is received.

Manufacturer narrative:
Investigation summary three photos received by our quality team for investigation. Upon visual evaluation, damage barrel and luer is observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the teams investigation, possible root cause is associated with mismatch in the core seal with counter cones. Adjustment will be implemented, and adding a monthly preventative maintenance review.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak 10ml syringe experienced hole in the syringe and luer of syringe was damage . The following information was provided by the initial reporter: I send a report of neonatal ICU, in which a syringe with a hole and a cut in the transverse part of the tip of the medical device is received.